Manufacturer narrative:
Concomitant medical product: w1dr01 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible non-capture on the right ventricular (rv) lead, as observed on current electrograms. The lead trend data also appeared to show non-stable capture. Reprogramming was performed, and the rv lead remains in use. No patient complications have been reported as a result of this event.